Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a retraction issue with the needle failing to retract during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8313921. We have had a couple of 23 g butterfly¿s (ref 367364) last week that did not retract when the button was pushed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a retraction issue with the needle failing to retract during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8313921. We have had a couple of 23 g butterfly¿s (ref 367364) last week that did not retract when the button was pushed.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.